Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2008. The patient was revised on (B)(6) 2016 (1038671-2022-01317). The patient was revised again (B)(6) 2020. Upon information and belief, the loose components and osteolysis in the patient's knee were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.